Manufacturer narrative:
The device was returned for analysis. Visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device; however, the reported separation appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the balloon was inflated twice to 14 atmospheres and the balloon deflated successfully. The resistance was with a 6f guide catheter. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, lesion in the right coronary artery. During removal of a 3.0x30 mm trek balloon dilatation catheter (bdc), resistance was met with the guiding catheter and the balloon separated from the device; remaining inside the guiding catheter. The bdc and guiding catheter were removed with the separated balloon as a single unit. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.